Event description:
A neotrend-l sensor was successfully calibrated and inserted into a pt. The sensor had been running for in excess of 168 hours when, following re-tightening of the 3-way stopcock, it was observed that the y-piece connector had cracked. The sensor was removed and returned to the MFR for investigation. No report of injury or harm to the pt has been received.